Event description:
Hospital personnel discovered a patient in the psychiatric ward down for an unknown period of time. The device was powered on and connected to the patient with redi-pak disposable/defibrillation/ECG electrodes. According to the reporter, the device reset a number of times, and constantly alarmed "connect electrodes" and would not analyze the patient's rhythm. The patient was not resuscitated. There was no report from the facility that the alleged malfunction caused or contributed to the death of the patient.

Event description:
Hospital personnel discovered a pt in the psychiatric ward down for an unk period of time. The device was powered on and connected to the pt with redi-pak disposable/defibrilation/ECG electrodes. According to the reporter, the device constantly alarmed "connect electrodes" and would not analyze pt's rhythym. The pt was not resuscitated. There was no report from the facility that the alleged malfunction caused or contributed to the death of the pt.